Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 5157654/5156101. Product family: scs-linear leads. Upn: m365sc2352500. Model: sc-2352-50. Serial: (B)(6). Batch: 21317720/21317720.

Event description:
It was reported that the patient was experiencing inadequate stimulation the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were replaced with a magnetic resonance imaging (MRI) compatible device. The patient was doing well postoperatively. The explanted devices were kept by the medical facility and will not be returned.